Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000166, lot/serial #: unknown; product ID: m018081c001, version #: 4.3.0 h3) the manufacturer representative (rep) went to the site to test the imaging system. The rep arrived on site and found that the rotor was not positioned correct. Upon deeper investigation it appeared someone had collided the system with an object causing the dingus to misalign. They aligned the dingus and calibrated the system movement. The system was fully functional and returned to the customer for clinical workflow. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that they were unable to open/close the door. The pendant indicated that the system was open when it was closed. The manufacture representative (rep) reported that the system was rebooted multiple times and the issue persisted. The rep reported that they invalidated home, and the issue did not resolve. The rep stated that the system was aborted. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000202: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.